Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown femoral head was reported.the event was confirmed. Method & results:device evaluation and results: not performed as product was not returned.clinician review:a review of the provided x-rays by a clinical consultant indicated: left hip revised due to disassociation of the femoral head --- from the accolade tmzf stem undated x-ray ap pelvis - uncemented left tha - reduced, nominal appearance. Undated ap and lat. Left hip - same tha with trunnion disassociated from modular head which remains in the acetabular component. No clinical or pmh, no patient demographics, no operative reports, no examination of explanted components. The x-rays appear to confirm the event description, but insufficient data is presented to create a medical report. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a clinician review of the provided medical records states the following; the x-rays appear to confirm the event description. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the femoral head (composition, size, offset unknown at time of report) from the accolade tmzf stem. Rep was not present for the procedure and does not have additional information as of the time of report.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the femoral head (composition, size, offset unknown at time of report) from the accolade tmzf stem. Rep was not present for the procedure and does not have additional information as of the time of report.